Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The pump cover was opened and moisture was found on the electronically erasable programmable read-only memory (eeprom) component and keypad connector. Further software analysis confirmed that an eeprom failure was the cause of the blank display. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.